Manufacturer narrative:
Concomitant medical products: a3dr01 ipg. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and a high number of atrial sensing integrity counter (sic)s. The lead remains in use and a lead revision is planned. No patient complications have been reported as a result of this event.